Event description:
On (B)(4) 2012, a customer contacted beckman coulter inc., (bec) to report an incorrect creatinine patient result that was generated by the (B)(4) with ise chemistry analyzer using the enzymatic creatinine reagent. The result was not reported out of the laboratory, hence no change to patient treatment or diagnosis. The sample exhibited a reaction monitor abnormalities. The initial run generated erroneous result of 13.3 mg/l. The sample was repeated and 16.0 mg/l was obtained and considered correct by the customer. The sample was serum. Patient demography was not provided. Controls were run before and after the event and the performance were acceptable. The unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). The initial run utilized creatinine enzymatic reagent: catalog number: osr 61204, lot number: 1917, manufacture date: march 2011, expiration date: 10/01/2012. Rerun/repeat run utilized creatinine enzymatic reagent: catalog number: osr 61204, lot number: 2430, manufacture date: sep 2011, expiration date: 01/04/2013.

Manufacturer narrative:
The customer previously reported the same issue and patient samples were sent to bec for testing. No abnormalities were observed in the reaction profiles of the samples. The analyzer manufacturer, bckk (B)(4), had recommended several hardware checks to be done at the customer site. These checks have now been completed on the au480 analyzer at the customer site but abnormal reaction profiles and incorrect creatinine results persist. Several parts have been changed on the au and a (B)(4) specialist has been to the customer site for investigation. Currently no system issues have been noted. During the last conf call with (B)(4), it has been decided to setup a reflex test with larger volumes of sample and reagents and no diluent after sample. It has been agreed with the customer to thoroughly check every creatinine enzyme reaction monitor results and repeat all of the samples which exhibit abnormal curves and report the corrected results. Furthermore, if an event is noted, the customer to send via fax the reaction monitors for both runs to be continuously monitored by beckman coulter inc. Note: creatinine enzymatic reagent, catalogue number osr61204, is not sold in the USA. The customer used lot 1917 and 2430. The related events are reported in mdrs listed below: 2050012-2012-00826 and 2050012-2012-00832.

Manufacturer narrative:
In (B)(4) 2012, a field service engineer (fse) from (B)(4) evaluated the instrument at the facility. The fse completed the investigation and confirmed operation of all the sub-systems of the analyzer to be in correct working order and within the manufacturer's published performance specification. Further visit by a beckman coulter technical expert indicates the laboratory utilizes heparinised as well as clotted samples on the au480 instrument. All patient samples are centrifuged at 3,500 rpm (rotations per minute) for 15 minutes prior to analysis. The samples appeared clear. Primary sample tubes were decapped manually and processed directly on the analyzer. No sample programming was performed on the analyzer. Through experimental verification internal studies and review of relevant literature, beckman coulter determines pre-analytical issue and poor patient sample quality to be the root cause. The findings have been communicated to the customer. Per the au480 user guide section 2.1.12, sample handling: use serum or plasma that is free of blood clots. If serum or urine that is not free of clots or suspended matter is used, the probe may clog and adversely affects the analysis results. Serum and plasma specimens should be adequately centrifuged and then separated from blood cells as soon as possible, to reduce the risk of adulteration. Prior to analysis, specimens should be free from suspended matter, such as fibrin. While the system has a sophisticated clot detection mechanism, this mechanism should not solely be relied upon, carefully inspect the samples.